Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer reverted to an alternate method of insulin therapy. The customer's blood glucose (bg) level was "high", although a specific value was not given. Customer did not address bg level at time of troubleshooting.